Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.

Event description:
Ous MDR - after an implantation time of about (B)(6) months, it was reported that the shock impedance values were outside of the tolerance range during the device exchange. The lead was capped and remained inside the patient. No deterioration of the patient's state of health was reported.